Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user states the brakes will not hold due to lack of tread and the seat upholstery is pulling away from the rivots.